Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was observed as needle to cuff miss. The reported difficult to close foot was confirmed based on returned device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of swelling and tissue injury are listed in the electronic proglide instructions for use as potential adverse events of use of the device. The investigation determined the reported difficulties, patient effects and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional stenting procedure involving two kissing iliac stents which extended slightly into the aorta via an 8f sheath. Reportedly, steps 1 and 2 were performed successfully; however, while removing the plunger, the suture did not come out and was noted to be torn. Then, the lever was closed, but the device could not be removed from the patient. The tissue was dissected using a forcep and the suture was removed from the patient. The device and lever were manipulated however, the device still could not be removed from the patient. A surgical cutdown was performed to remove the entrapped device. Upon removing the device, it was noted that although the lever was fully closed, the footplate remained partially open. Surgical suturing was used to repair the vessel and achieve hemostasis. A seroma was also noted, which required drainage. There was a reported clinically significant delay in the procedure due to escalation of care, surgery, and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.